Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. Article title ¿incidence, predictors, and mid-term outcomes of percutaneous closure failure after transfemoral aortic valve implantation using an expandable sheath (from the optimized transcatheter valvular intervention [ocean-tavi] registry)".

Event description:
It was reported through a research article identifying proglide devices that may be related to: bleeding (including puncture site bleeding); stenosis or occlusion; dissections; prolonged hospitalization; blood transfusion; endovascular treatment; and surgery. Specific patient information is documented as unknown. Details are listed in the attached article, titled "incidence, predictors, and mid-term outcomes of percutaneous closure failure after transfemoral aortic valve implantation using an expandable sheath (from the optimized transcatheter valvular intervention [ocean-tavi] registry)".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effects of occlusion, stenosis, hemorrhage, dissection are known inherent risks of the procedure. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.